Event description:
Customer's grandmother reported customer experienced high blood glucose. The blood glucose reading was 456. Customer was treated with manual injection but grandmother stated that the blood glucose still did not come down. She stated that the drive support appeared to be normal and recessed. She found no air in the tubing and no leaks. She was assisted with running a manual prime and stated that insulin did exit the tubing. The settings in the insulin pump were all correct. She stated that the cannula was not bent, and was advised to contact their health care provider. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.